Event description:
It was reported that a device was used during a low anterior resection. The device did not fire completely around the anastomosis and led to a leak. Case was completed with hand suture. There were no consequences to the pt.